Event description:
Patient with several co-morbid conditions (coronary artery disease) and a very long (12 cm) segment of barrett's esophagus containing high-grade dysplasia underwent upper endoscopy with circumferential ablation for their barrett's esophagus without adverse event. Due to anatomical constraints, only the mid-portion of the barrett's esophagus was treated at this session. Approximately 2 months later, the patient underwent upper endoscopy with focal ablation for remaining barrett's esophagus. By the physician's report, the patient had been on clopidogrel and aspirin for a coronary stent, both potent platelet inhibitors. The patient reportedly stopped both medications for the ablation procedures. The patient restarted both medications 7 days after his focal ablation and the following day (day 8 after ablation) he experienced hematemesis. He was evaluated by endoscopy which showed a possible site of prior bleeding in the distal esophagus but no active bleeding. Therefore, no clipping, injection, or coagulation intervention was performed. Bleeding recurred the next day, endoscopy showed a focus of active bleeding in the distal esophagus which was injected and coagulated. He received transfusion of packed red blood cells and platelets at that time. He was discharged to home three days later in stable condition. According to the physician, there was no ablation device malfunction.